Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 8000 ise 1800 module. The initial result was 153 mmol/l. The initial result was questioned by the physician, and the sample was repeated. On (B)(6) 2025, the repeated result was 144 mmol/l.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service representative found that the ultrasonic reaction vessel was damaged. He replaced the ultrasonic mixer assembly, replaced the ise (ion-selective electrode) seals, and performed several checks with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.